Event description:
Boston scientific received information that this atrial lead dislodged shortly after implant. No adverse patient effects were reported. This lead was explanted and the physician elected not to implant an atrial lead at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.